Manufacturer narrative:
Clinical investigation: a temporal relationship between pd therapy with the liberty select cycler/fmc cassette and the patient¿s hospitalization for peritonitis exists. However, there is no evidence that supports the patient¿s peritonitis event was caused by a liberty select cycler/ fmc cassette malfunction or product deficiency. Touch contamination is a well-known pre-disposing factor for peritonitis in pd patients. Therefore, the patient¿s peritonitis infection can be reasonably associated to touch contamination, as reported by the pd nurse. Should additional information become available this clinical investigation will be updated accordingly.

Event description:
On (B)(6) 2018, this patient on peritoneal dialysis (pd) contacted customer support during drain 2 of pd treatment with the liberty select cycler and reported experiencing an unknown alarm and abdominal pain. The patient stated she ended the pd treatment and requested a replacement cycler. Upon follow-up with the pd nurse, it was reported the nurse instructed the patient to go to the emergency room (ER) after ending pd treatment. The patient completed pd treatment manually while in the ER and was admitted to the hospital for peritonitis (culture results are unknown). The nurse indicated the cause of the patient¿s peritonitis was touch contamination. Per the nurse, the patient continued pd therapy while hospitalized. Additional details regarding the patient¿s hospitalization, including antibiotic treatment information, are unknown as the hospital discharge summary is unavailable. Subsequently, on (B)(6) 2018, the patient was discharged home with a recovered status and continues pd therapy with the replacement cycler.

Manufacturer narrative:
Upon further investigation, it was determined that the event reported on 2937457-2018-03591 was not a reportable event related to fmc products. There was no serious injury, adverse event, or reportable malfunction. There will be no further updates on 2937457-2018-03591.